Event description:
Customer reported the column lift will not lower. No pts were injured.

Manufacturer narrative:
The service rep removed and replaced the defective ps3 column power supply. He verified the c-arm column up/down motion. System operating as intended.